Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a cryo ablation procedure, phrenic nerve palsy (pnp) was observed on x-ray examination. The patient was asymptomatic. The patients hospital stay was extended and the phrenic nerve palsy (pnp) did not recover. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and the balloon catheter was not returned for investigation. A known clinical issue (phrenic nerve palsy) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.